Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into back up mode following a magnetic resonance imaging (MRI) scan in which device MRI settings were not enabled prior to the scan. High voltage therapies were disabled while the device was in backup mode. The device was able to be successfully reprogrammed back to normal function. The patient was stable.